Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor - 07170964 - 04/26/2016, belt - 89016532 - 02/20/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event consisting of eleven shock. It was reported that the patient was at home and unconscious at the time of the treatments. The response buttons were not pressed during the event. The patient's rhythm for all of the treatments was asystole. Asystole is a non-treatable rhythm. CPR/motion artifact contributed to the false detection. It was reported that the patient's daughter initiated CPR on the patient. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's passing.